Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was identified. The technician removed the 4.50x12mm liberte bare metal stent from the package and found the stent struts were bent.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.